Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process in compliance with applicable FDA and ous country regulations. As part of each complaint investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: the reported complaint condition cannot be verified. Most likely hazard experience: thread fracture during function. Most likely root cause of the failure mode / hazard: typically is the result from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer g7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot, UDI number unknown / not provided.

Event description:
It was reported that there was a lack of prosthesis seating with the abutment connection. Doctor noticed that the abutment screw was fractured. Abutment screw was removed and implant uncovering was done with co2 laser. No other abutment has been placed.